Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficulty removing the device could not be replicated due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified and mildly tortuous proximal circumflex. After pre-dilation, the 3.5 x 28 mm xience xpedition stent delivery system (sds) could not cross the lesion. The sds got stuck in the guiding catheter during removal from the anatomy. It was necessary to remove all the systems as a single unit. A new xience xpedition sds was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.